Event description:
Ventilator inoperative. Unable to correct problem with restart or quick est, no leaks in ventilator circuit, pt manually ventilated via bag valve with 100% 02 while new ventilator set up after ventilator replaced. Pt vitals unchanged, ventilator (new) functioning properly. Old vent circuit used with new ventilator, worked ok. Problem not with circuit.